Event description:
It was reported that, the surgeon inserted a +18.0 diopter cq2015 collamer three piece lens and the trailing haptic detached and the lens optic was torn. The lens was removed with no pt injury. Another same type lens was implanted. The reporter indicated that, the cause of the torn lens was due to the injector. The pt's current condition is good.